Event description:
The customer stated the system was not working. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A philips authorized support distributor evaluated the device and verified the failure. The device failed to power up via ac power. The issue was determined to be a failure of the ac power supply. Replacing the ac power supply resolved the issue.